Event description:
Customer is reporting a dispensing issue with their ortho provue. The customer observed that the red cell button was slightly less then expected. No error messages were posted. No erroneous results were reported. Incorrect or no dispense can lead to erroneous test results and transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the customer site and determined that the probe was bent. Replacement of the probe and wash station and adjustments to the handler system returned the instrument to expected operation. This customer has not logged any complaints against this analyzer since this incident. (B) (4).